Manufacturer narrative:
Please note that the patient's height and weight were unknown. The device involved in the reported complaint was returned to aci, and the investigation confirmed the failure. The advancer tube was properly engaged to the prox. Tamp lock during investigation. Tamp locks are in good condition. First tamp lock position = 215mm (spec 214 ± 1mm) , advancer tube length = 198mm (spec 198 ± 0.5mm). Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the black handle. The sealant and advancer tube were found inside the shuttle cartridge. The condition of the returned device indicates an incomplete engagement of the advancer tube. During investigation, shuttle down procedure was simulated and the advancer tube was properly engaged the proximal tamp lock. The tamp locks and the advancer tube were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have caused or contributed to the reported incident. No damages or anomalies were observed. The advancer tube's length, distance from the catheter's distal tip to the proximal tamp lock's distal end and distance between the proximal and distal tamp locks were also measured and noted to be within specification. The review of the lhr (f1635403) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that the advancer tube of a mynxgrip (5f) vascular closure device (vcd) did not deploy when the user shuttled down completely after an interventional peripheral procedure. The user deflated the balloon, and held manual pressure 30 min or less. There was no significant resistance when shuttling down, and there was no unusual force applied when retracting unknown 5f sheath introducer. Hospitalization was not extended, and no antibiotics given. Additional information was requested, but is not available at this time.